Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The subject device is not available for evaluation; therefore, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 27mm 7300tfx mitral pericardial valve was explanted after an implant duration of three (3) years, six (6) months due to severe mitral stenosis. The explanted valve was replaced with a 25mm 7300tfx mitral valve. Per medical records, there seemed a thrombus on the prosthetic valve, and the mobility of the leaflets was lost. The valve was removed with all sutures. The tissue of the mitral annulus was very fragile. 12 mattress pledgeted sutures were made to the mitral annulus. A 25mm 7300tfx mitral valve was chosen and was implanted in the supra-annular position. The seating of the valve looked good. There was a concern for perivalvular leakage in the 0 to 1 o'clock position. Reinforcement pledgeted sutures were added. When trying to come off bypass, tee showed severe perivalvular leakage. The valve was re-examined and found three stitches of cor-knot were loose in the 5 to 8 o'clock position. 3 reinforcement pledgeted sutures were added. The valve was well-seated. The patient weaned from bypass without complications. Tee showed minimal perivalvular leak. The patient's ventricular function was good. Protamine was given. The patient was transferred back to the cicu in stable condition. On pod #6, repeat tte showed some high gradient of the mitral valve prosthesis (mean gradient of 10mmhg). There was no mitral regurgitation. The patient was discharged to an assisted living facility in stable condition.